Manufacturer narrative:
B4:28jul2021. Patient gender: male; age: 72 years; weight: 75kg; height: 170cm.

Manufacturer narrative:
The field service engineer reviewed the ventilator event log and found an error relevant to the led failure when the event occurred. There was no indication in the event log that the device shut down. The v60 was used in simulation mode for several hours without a problem. The fse ran the ventilator for 3 hours and was unable to duplicate the reported issue. The fse can't find any evidence of any other fault. The fse replaced the power switch overlay to resolved the led failure error found in the log. The power switch replacement is unrelated to the alleged event reported.

Manufacturer narrative:
Report date:24jun2021.

Event description:
It was reported that during operation, the ventilator shut down and alarmed. The ventilator was on a patient at the time of the shutdown. The patient was conscious with almost regular breathing. The patient was swapped to a different ventilator and therapy was resumed. There was no additional harm to the patient. The field service engineer (fse) checked the error log and found a power on self-test led failure. The fse ran the ventilator for 3 hours and was unable to duplicate the reported issue. The fse replaced the power switch overlay and the issue was resolved.